Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the mitraclip delivery system. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. To further reduce mr, a second mitraclip was advanced to the mitral valve; however, thrombus was observed on the tip of this clip. The activated clotting time (act) was above 250 seconds. Aspiration was performed and additional medication was given, and thrombus resolved. The clip was implanted and the rest of the procedure was uneventful. A total of three clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombosis is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported thrombosis could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.